Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04962. Related manufacturer reference number: 2017865-2020-04963. It was reported that the patient presented to clinic with soreness and inflammation at the implantable cardioverter defibrillator (ICD) site. A small infection of his skin due to some deterioration of the tissue and some wear from the right ventricular lead starting to erode outside of the skin was noted. On (B)(6) 2020, a pocket revision was performed, the physician removed some affected tissue and moved the right ventricular lead deeper. The patient was in stable condition during and after the procedure.